Event description:
It was reported by the physician that high impedance was found on the patient's device and is being referred to the surgeon for a revision. Clinic notes for the patient were received and reviewed. It was indicated that the patient had a fall in which there was trauma to the right shoulder. When the patient came into the office, vns was checked revealing high impedance with concern that the trauma contributed to this. Vns was turned off and x-rays were requested. Based on settings adjustments reviewed, it was noted that magnet mode was left on. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient was taken into surgery, however the surgeon was not able to access the nerve so surgery was aborted. The surgeon referred the patient to another physician for full revision to be performed, however no known surgery has been reported to date.